Manufacturer narrative:
The product has been returned for analysis. The analysis of the impella 5.5, and it's stop is on-going at this time. When the investigation is completed a final report will be filed.

Event description:
A patient with cardiomyopathy was admitted and placed on impella 5.5 support. After 5 days of support the impella began to exhibit purge alarms which prompted the team to add tpa to the purge, however this did not remedy the purge alarms and the pump stopped. When they were unable to re-start the impella 5.5 the pump was explanted and replaced. During the interruption in the support the team escalated his vasoactive support due to his condition deteriorating while pump exchange taking place.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The cause of the impella 5.5 stopping was determined after review and analysis of the returned data logs and pump product. The cause was blood ingress into the motor of the impella pump. The failure mode will be monitored and trended.